Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient's pump was replaced on (B)(6) 2013 due to the pump not seated right in their body and "sticking out like a missile" ever since it was implanted. No further information received.